Event description:
A csf leak was reported. The patient experienced headache with the severity indicated as moderate. No diagnostics methods were done. It was indicated that it was related to the implant procedure. An epidural blood patch was done (B)(6) 2012 and the daily dose change was 50% decrease in medication. The outcome was noted as resolved without sequelae (B)(6) 2012. The pump delivered fentanyl and bupivacaine.

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), explanted: unknown.

Manufacturer narrative:
(B)(4).